Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with sensor glucose readings in the 200s for several hours, a peak of 302 mg/dl, and a confirmatory fingerstick of 251 mg/dl; the user recalibrated the sensor, after which readings aligned more closely, and automated pump corrections were delivered with glucose trending down. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. Symptoms included anxiety and frustration. Outcomes included no hospitalization, and resolution with device-driven corrections and user calibration. It was concluded that the event was user-reported hyperglycemia with cause unclear and no adverse health impact requiring medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.